Manufacturer narrative:
This MDR is part of the FDA voluntary malfunction summary reporting program. Additional information: one (1) device has been captured under lot kxnd. One (1) device has been captured under lot jdaa. The lot number is unknown for one (1) device. Two (2) of the three (3) devices have been returned and are pending evaluation. A supplemental vmsr will be submitted upon completion of investigation.

Event description:
This report summarizes three malfunction events where yukon oct polyaxial screws fractured intra-operatively. Surgery was successfully completed and no adverse consequences or medical intervention were reported.

Event description:
This report summarizes three malfunction events where yukon oct polyaxial screws fractured intra-operatively. Surgery was successfully completed and no adverse consequences or medical intervention were reported.

Manufacturer narrative:
This MDR is part of the FDA voluntary malfunction summary reporting program. Upon review of the two returned devices, it was observed that the screws had fractured immediately below the ball feature of the screw shank. Analysis of the fracture indicated that the failure likely occurred in torsion. According to the rep, the patient had sclerotic bone. Inserting screws in harder than normal bone can compound torsional forces at the shaft, resulting in a failure of this nature. The screw shafts were left in the patient, and the surgery was completed. One device was not returned. It is possible that excessive torsional forces compromised the structural integrity of the screw shank. However, as the device was not returned for evaluation, the root cause could not be determined conclusively.